Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure: vats-video assisted thorascopic surgery. According to the reporter: first firing across pa (pulmonary artery) caused immediate bleeding. Second firing across pulmonary vein also caused bleeding. This resulted in tissue damage and patient injury. The event caused approximately 800cc of bleeding. The case was delayed more than 30 minutes. A suture was applied to the staple line to achieve hemostasis. No reinforcement material was used.